Event description:
During use, the harmonic device malfunctioned (no specifics provided) and stopped working. It was removed from the field and was replaced by another unit which functioned correctly and the procedure was completed without incident.